Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm implantable cardioverter defibrillator (ICD): (B)(6) 2012. (B)(4).

Event description:
It was reported that an alert tripped for oversensing and noise on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.